Event description:
Customer's wife reported via phone call that the customer recently went to the emergency room due to having a blood glucose level of 713 mg/dl. Customer's wife reported that the high blood glucose level was due to the customer's infusion set disconnecting from his body without his knowledge. Caller reported that the customer was treated with potassium, insulin, and electrolytes, and released the same day. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.